Manufacturer narrative:
Device evaluation details: additional information received indicates that the device is not available for return, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device number 30719635l and no internal action related to the complaint was found during the review. Initial reporter phone: (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and the patient suffered cardiac tamponade requiring pericardiocentesis. It was reported that the patient suffered cardiac tamponade. Pulmonary vein isolation (pvi) and superior vena cava (svc) ablation was conducted and after that, decreased blood pressure was confirmed during cavotricuspid isthmus (cti) ablation. Drainage was performed and the procedure was completed. The patient's clinical course is uneventful and favorable. Atrial septal puncture was performed with using rf needle. Ablation was performed before pericardial effusion or tamponade was confirmed. Steam pop was not confirmed. The irrigation catheter¿s flow setting was 8 cc for 30w or less and 15 cc for 31w or more. The physician's opinions on the relationship between the event and the product is that there was no defect in the product. Additional information was received indicated the adverse event was discovered during use of biosense webster products. The patient outcome of the adverse event was improved. The patient did not require extended hospitalization because of the adverse event. A smartablate generator was used in the case. A transseptal puncture was performed with an rf needle. Force visualization features used were real time graph, dashboard and visitag with force over time (fot) and tag index.

Manufacturer narrative:
On 2-jun-2022, biosense webster inc received additional information about the patient and event. It was reported the patient weighed 67 kg. There was no error message on the bwi equipment. The correct catheter settings were selected on the smartablate generator and the pump was switching from ¿low¿ to ¿high¿ flow during ablation. The parameters for stability used with the visitag module were it was below, maximum distance change 2-3mm, minimum. Time 3s, force over time (fot): time 25% with fot: min. Force 3g and tag size 2mm. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
In the initial 3500a report, a recall number was incorrectly provided. This device and event are not related to the recall provided. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. No: (B)(4).